Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe was not cutting. Aspiration was working. The product was replaced and the procedure was completed. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation. The probe complaint sample was visually inspected and deemed nonconforming. Red and sticky foreign matter was present on port face. Actuation testing was performed and was deemed conforming. Aspiration testing was performed and was deemed conforming. Cut testing was performed and was deemed nonconforming. The probe would not cut. The probe was disassembled and the components inspected. There was approximately 45 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance was felt when removing the inner cutter from the needle. Gouge marks were present at the bend area and the cutting edge of the inner cutter. The complaint evaluation does confirm the probe cut performance was nonconforming. The exact reason for the poor cutting cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from the probe being used for approximately 45 minutes of surgical use. The vitrectomy portion of the procedure is typically less than 20 minutes. The surgical use appears to have worn and damaged the inner cutter such that the cutter quality had deteriorated. The gouge marks observed during the disassembly supports the cutting performance deterioration. This indicates the damage does not appear to be a manufacturing issue. No action is being taken for the complaint a the probe has exceeded its useful life. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).